Event description:
The facility returned the device for service with a report of a failure code 703:00. The event occurred during biomed testing. No pt injury or medical intervention has been reported.